Manufacturer narrative:
(B)(4). Date sent: 10/05/2010. Model/lot #, device manufacture date, evaluation codes: information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a gastric band, there was rupture of the catheter at 3mm from the injection site. The port was replaced with no patient impact.